Event description:
It was reported the device was used during an unknown procedure. It was reported during insertion of the trocar the aorta was punctured. Pt was opened and graft placed on the aorta. Pt is still hospitalized. Device was a non-bladed obturator trocar. It was discarded.